Event description:
Portex needle-pro safety needles, lot# 009513, have a large dead space, such that pharmacy can only withdraw 9 doses out of a 10 dose flu vial and can withdraw 11 doses using a no dead space syringe from the flu vial. Rptr is concerned if this needle is added to a prefilled syringe (i.e. Hepatitis b vaccine syringe) the pt will not receive the proper dose because of the large dead space.